Event description:
As reported, during preparation of an 8mm x 30mm precise pro carotid self-expanding stent (ses) delivery system, the stent was found to be fully deployed within the sterile packaging. The stent was not constrained within the delivery system prior to removing the device from its packaging, and it was prematurely deployed. Another 8mm x 30mm precise pro carotid ses delivery system was used as a replacement to successfully complete the procedure. There were no reported injuries to the patient. The device was stored per the instructions for use (IFU). There was no damage to the device packaging, and there was no difficulty removing the device from its sterile packaging. The device will be returned for evaluation.

Manufacturer narrative:
The facility information was not provided and is unknown this device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Section e1 was corrected with the name of the account number and name of facility: (B)(6).

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, during preparation of an 8mm x 30mm precise pro carotid self-expanding stent (ses) delivery system, the stent was found to be fully deployed within the sterile packaging. The stent was not constrained within the delivery system prior to removing the device from its packaging, and it was prematurely deployed. Another 8mm x 30mm precise pro carotid ses delivery system was used as a replacement to successfully complete the procedure. There were no reported injuries to the patient. The device was stored per the instructions for use (IFU). There was no damage to the device packaging, and there was no difficulty removing the device from its sterile packaging. One photo was sent for review; the image shows the distal end of a ses unit with the stent deployed and expanded. No other anomalies or notable details were observed. The photos do not provide sufficient information to determine whether there is a manufacturing-related issue or not, the information is insufficient to draw any further conclusions. No actions will be taken at this time. The device was then returned for evaluation. A non-sterile ¿precise pro rx ous carotid sys¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and inspected. A kinked condition is present located approximately 26 cm from the proximal end. The stent is fully deployed and was not returned for analysis. The hemostasis valve was returned tightly closed. No other outstanding details were observed. The usable length and l2 dimension could not be verified due to the kinked condition that is impeding the proper measurement. A functional test could not be performed stent was fully deployed and not returned with the delivery system. However, a simulated functional test was performed. The mechanism was verified setting the device in the manufacturing position to simulate the stent deployment process. The mechanism was actuated observing no anomalies during the functional test. The reported "stent delivery system (sds) deployment difficulty-premature/during prep" could not be verified. The stent was noted to be deployed; however, the images provided do not confirm a premature deployment within the sterile packaging. The image received depicts the distal end of a ses unit with the stent deployed and expanded but not contained within the sterile package as described in the event and therefore cannot be verified. Consequently, the analysis cannot ascertain whether intentional deployment was initiated. The exact cause of the reported event remains inconclusive. Based on the available information, determining the root cause is difficult, although user handling factors during preparation may have contributed to the reported issue. A kink was observed during analysis; however, was not mentioned in the event description and may have occurred during shipping. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.